Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was requested, however a response was not provided. It was not reported that the patient experienced a serious injury or required medical intervention as a result of this event. The patient's estimated blood loss (ebl) was not provided. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information; d8 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was requested, however a response was not provided. It was not reported that the patient experienced a serious injury or required medical intervention as a result of this event. The patient's estimated blood loss (ebl) was not provided. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: h6 (device component code).

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was requested, however a response was not provided. It was not reported that the patient experienced a serious injury or required medical intervention as a result of this event. The patient's estimated blood loss (ebl) was not provided. The complaint device was not returned to the manufacturer for evaluation.